Event description:
No additional information received from customer.

Manufacturer narrative:
Corrected fields: d4 - lot #, d4 - primary UDI number. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the tissue pad was peeled off. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the probe was broken at proximal end, and the broken probe tip was not returned for inspection. The cause of the break was therefore not established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that upon removing the scissors from the trocar, the active blade on the ultrasonic surgical device was no longer on the scissors. The issue occurred during a myomectomy procedure, which was completed with a similar device, and without delay. There were no reports of patient harm.